Event description:
Implant fractrure.

Event description:
Implant fractrure.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantits following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant and patient related bruxism.